Event description:
As the surgeon and surgical tech placed sterile light handle covers on or lights, both covers split and contaminated their sterile gloves.

Manufacturer narrative:
Root cause: the light handle cover is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was issued to (B)(4). In its response, (B)(4) stated potential root causes of the issue could be sterilizing process that occurs after (B)(4)manufacturing or handling of the cover during application in the or. Corrective action: in its scar response, (B)(4) indicated it will continue to follow the procedure outlined for inspection frequency of product fit and monitor product during production utilizing inspection plan and go/no gauges that are required for the product. Investigation summary a medwatch report (uf/importer report #(B)(4)) was received reporting that a light handle cover (finished good 26-012, lot 44368851) split during use, contaminating the end user's sterile gloves. An internal complaint (call (B)(4)) was entered as a result. No samples or photos of the reported issue were received for evaluation. The device history record was reviewed for discrepancies that may have contributed to the reported event. No such discrepancies were identified. A two-year review of sales and complaint history were reviewed for the finished good. A total of (B)(4) cases of 26-012 have been sold and 6 similar complaints have been filed. This yields a complaint-to-sales ratio of (B)(4). The raw material cover is supplied to deroyal by (B)(4) industries. A supplier corrective action request (scar) was sent november 10, 2017 to (B)(4) industries, and a response is due december 27, 2017. A review of the 2016-2017 scar logs was conducted and similar reports have been identified. Preventive action: a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Manufacturer narrative:
Investigation summary a medwatch report ((B)(4)) was received reporting that a light handle cover (finished good 26-012, lot 44368851) split during use, contaminating the end user's sterile gloves. An internal complaint ((B)(4)) was entered as a result. No samples or photos of the reported issue were received for evaluation. The device history record was reviewed for discrepancies that may have contributed to the reported event. No such discrepancies were identified. A two-year review of sales and complaint history were reviewed for the finished good. A total of (B)(4) cases of 26-012 have been sold and 6 similar complaints have been filed. This yields a complaint-to-sales ratio of (B)(4). The raw material cover is supplied to deroyal by (B)(4). A supplier corrective action request (scar) was sent november 10, 2017 to (B)(4), and a response is due december 27, 2017. A review of the 2016-2017 scar logs was conducted and similar reports have been identified. The investigation is incomplete at this time. When new and critical information is received, this report will be updated.

Event description:
As the surgeon and surgical tech placed sterile light handle covers on or lights, both covers split and contaminated their sterile gloves.